Event description:
It was reported that the ilet user experienced frequent low glucose readings, including a nadir of 39 mg/dl, in the context of eating before bed, overtreating lows, and not performing meal announcements. The user requested assistance and was guided through a factory reset and device setup, with no device malfunction alleged, and the issue involved user interaction with the user interface. Symptoms included hypoglycemia. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.